Manufacturer narrative:
This complaint is not confirmed. Examination of the sample returned showed that the catheter had been disconnected at 27,5 cm from proximal. Upon catheter purge we realised that flow was extremely reduced. Microscopic inspection showed that the catheter was thermically severed. The remaining distal end has been shaped round and the distal opening has been melted to a minimum. No hint for a material or manufacturing defect was found. This is the first complaint for batch no. 130115gh and the first complaint of its kind for code 1261.203. The surgeon admitted that they have to change their method of surgery to avoid such catheter damage.

Event description:
During a long and special vessel surgery (8 to 9 hours), 2,5 cm of the catheter tip remained in the patient's ventricle. Due to the patient's size (1000 gramms) and the general status of health, it is impossible to remove the fragment. Customer asks for help, as they assume for 99 % that catheter fragmentation was due to a faulty surgery method. Dr. (B)(6) asks for photos of the cutting edge at the samples distal end. If this assumption is confirmed they will change the surgery method.